Manufacturer narrative:
The device has been received for analysis. Upon receipt at our post market quality assurance laboratory, overall visual inspection did not identify failures or evidence that could be lost due to decontamination process. Also, based on the two pictures provided, it was possible to see spots on the handle of the farawave. Upon device return and inspection, it was observed that there were some white marks / spots in the catheter near to the slider which is potential adhesive. The reported allegation has been confirmed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that two farawave catheters and faradrive sheath were selected for use during a pulsed field ablation (pfa) to treat atrial fibrillation. The first farawave catheter and the faradrive sheath were prepared. While inserting the catheter into the sheath, it was noticed that there were dust or dirt spots on the handle of the farawave. Hence, the faradrive and farawave were both replaced. Additionally, dirt or dust was also noticed on the next farawave catheter selected for use, which was then replaced again. Then the procedure was completed. No patient complications were reported. The farawave catheters are expect to return for analysis. The faradrive is not expected to be returned as it had contact with contaminated catheters.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that two farawave catheters and faradrive sheath were selected for use during a pulsed field ablation (pfa) to treat atrial fibrillation. The first farawave catheter and the faradrive sheath were prepared. While inserting the catheter into the sheath, it was noticed that there were dust or dirt spots on the handle of the farawave. Hence, the faradrive and farawave were both replaced. Additionally, dirt or dust was also noticed on the next farawave catheter selected for use, which was then replaced again. Then the procedure was completed. No patient complications were reported. The farawave catheters are expect to return for analysis. The faradrive is not expected to be returned as it had contact with contaminated catheters.